Event description:
It was reported that upon interrogation in the clinic the battery voltage was lower than expected and the device had not triggered the recommended replacement time indicator. It was later reported that the device had early battery depletion. The elective replacement indicator had been triggered. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.